Event description:
It was reported by the customer that a pyxis anesthesia es system was unexpectedly shutdown and displayed a black screen during a procedure. The affected procedure was incision & drainage of hip and the required medications were removed from another station. Customer stated that there was no delay and no harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be reproduced. A field service engineer verified the functionality of screen, retractor band and drawers and no errors were observed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was unexpectedly shutdown and displayed a black screen during a procedure. The affected procedure was incision & drainage of hip and the required medications were removed from another station. Crna had all drugs out that he needed but did not have access to additional narcotics or paralytic if needed. These medications were pulled for the case by another crna from another pyxis. Customer stated that there was no delay and no harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, d9, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-apr-2022 to 26-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system shut down unexpectedly went to black screen. A field service engineer found that it might cause short circuit. Performed pas switch upgrade. Removed wire ties possibly causing screen to go black requiring a password when pivoting aio monitor and suggested for power module replacement to resolve the issue. The system functioned as intended after the field service engineer assessed the device.